Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the keel osteotome had been left/clogged in the looped section of the device after cleaning/sterilization which resulted in a new kit having to be opened and a replacement device having to be substituted in. Was unaware of what the instrument was or looked like the rep showed me an image from a surgical technique and point to the area in which she has seen bone collected.

Manufacturer narrative:
Product complaint # : (B)(4). The device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.